Event description:
It was reported that during implant attempt, the helix can be rotated back, but can't be rotated in, and wire couldn't be put into the lead. This lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found there is blood in/on the helix/lobe mechanism, blood/body fluid in the distal conductor (not obstructed), the distal conductor is distorted and fractured (overstress). The outer insulation is breached cut and the helix/lobe is distorted/bent. There is deformation/fracture in 5cm prox section of the inner coil and extension problems. Damaged at implant. The helix will not extend at this time due to the distortion and fracture of the distal conductor within the connector. Dried blood in the tip end of the distal conductor may have prevented torque transfer when the is-1 pin was rotated and contributed to the fracture.